Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned with no anomalies found. Electrical testing determined that continuity of the conductors was complete. Visual analysis noted the lead was received with the helix fully retracted and the distal conductor was distorted and fractured within the connector. The distal conductor has been over-retracted and fractured the connector. The distal conductor was distorted in the connector; therefore, helix testing was not possible.

Event description:
It was reported that during the implant procedure the helix could not be retracted. The lead was not implanted. No patient complications have been reported as a result of this event.